Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Please provide how many times this event occurred during this one procedure? When were the sutures frayed (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. If further details are received at a later date a supplemental medwatch will be sent. Events submitted via: mw#2210968-2022-06713.

Event description:
T was reported that a patient underwent an unknown procedure on an unknown date in 2022 and the suture was used. During surgery, the suture was fraying. There were no adverse patient consequences reported. Additional information has been requested.